Event description:
The spouse reported the patient's catheter "has come out (dislodged) twice; the morphine has gone into her body twice." The patient was experiencing symptoms of stinging, burning, nausea, somnolence, and a 30 lb weight loss in a two-month time period. The hcp arranged to have an x-ray to substantiate the patient's claim of a catheter dislodgement, but the patient missed the appointment. The manufacturer's representative reported that the patient's pump was turned off in 2006. The drug contained in the patient's pump was morphine (unknown concentration/dose).

Manufacturer narrative:
No medwatch form was from the user facility, therefore, information on medwatch form 3500a was completed by medtronic with information received from the healthcare professional.